Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece? ¿what is the surgeon's opinion of consequences to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a laparoscopic epilepsy mark pregnancy excision procedure on (B)(6) 2022 and suture was used. The suture was used for sewing the uterus wound. Later it was found that about 1.5mm of the needle tip was missing. The physician looked for the broken tip at the site where it was sewed, but they didn't find it. The radiology department was informed for consultation after the operation, and the x-ray showed no foreign matter in the abdominal cavity. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/18/2022. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? None. What is the surgeon's opinion of consequences to the patient? - for the results caused by improper operation, regular return visits are still maintained in the later stage.